Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the middle of the left circumflex artery. A 2.25x20mm promus element plus drug-elutng stent was advanced for treatment. However, during inflation under rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the target lesion was mildly tortuous and mildly calcified. The balloon was inflated at 14 atmospheres for 25 seconds.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR.: a promus element plus, mr, ous 2.25 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink at 49.5 cm distal to the distal end of the strain relief. This type of damage is consistent with excessive force that could be applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. Functional testing of the device was performed during analysis. The device was loaded without issues on a recommended 0.0140" test guidewire. The device was inflated to rbp (rated burst pressure) and deflated without issues. This measurement is within specification. The encore inflation device was verified before and after use. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the middle of the left circumflex artery. A 2.25x20mm promus element plus drug-eluting stent was advanced for treatment. However, during inflation under rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the target lesion was mildly tortuous and mildly calcified. The balloon was inflated at 14 atmospheres for 25 seconds.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the middle of the left circumflex artery. A 2.25x20mm promus element plus drug-elutng stent was advanced for treatment. However, during inflation under rated burst pressure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.